Event description:
It was reported that a clearlink blood solution set had a blood leak. Dried blood was noticed on an unspecified pump, which was used with the set. There was also an unused lead on the set. It was unknown if there was patient involvement during the evant, however no adverse event was in association with this event. The line had been primed with blood and not with saline. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If any additional relevant information becomes available, a follow up medwatch will be submitted.